Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein both leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that both of the patient's leads have all high impedances following a fall. As a result, surgical intervention may be undertaken to address the issue.